Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that it seemed like the machine may need to be turned up or something. The patient stated they were wearing two pads again and they were leaking more so they went to the u.s. On (B)(6) 2025 and they could feel it kicking in and they knew the machine worked but since they were in (B)(6), towards the end of on (B)(6) 2025, they were wetting themselves a lot like they used to before and they thought they had a urinary infection because that usually happens when they have a urine infection but they were tested for a urine infection very recently and they don't have one so they thought it must be the implanted system and they were told by their doctor to increase the stimulation. Patient then reported medical history about how one time "last year" they thought the implanted system wasn't working and they had to bring in a specialist at (B)(6) medicine (patient could not remember the specialist's name) and it was determined that they had to go into the hospital because they had caught a blood disease from a catheter so the symptoms they were experiencing at that time had nothing to do with the stimulator not working at that point. Patient was unable to clearly answer patient services' inquiry if the catheter issue was related to the therapy and when they started to need to use a catheter and the patient just stated that they didn't always have a blood disease but that they found out they had it for a while but now there was no urine infection so they thought the symptoms they were experiencing now were due to the implanted system this time and so they needed to adjusted. The last time the patient had their implanted system checked was maybe a year ago when they were back in the united states (which contradicts the patient stating being in the united states on (B)(6) 2025). The patient stated now everything seemed like it was all of a sudden and they started to progressively get worse since about 2 weeks ago and that even though they were sleeping in bed, they weren't making it to the bathroom at night or at work so they'd been off from work for 2 weeks. Patient services offered to assist the patient in making a therapy adjustment but the caller stated they hadn't charged their communicator in a year and they'd lost the communicator charging cable so they'd go purchase a new charging cable, charge the communicator and call back for assistance in making a therapy change. Patient services wanted to note that the patient was difficult to follow at points and patient services did their best to document reported information. When patient services asked the patient if they had a managing healthcare provider the patient stated they didn't have a managing hcp and was "no longer being managed" since they left the united states but they also would go back to the united states to get the implant checked and they did not recall the names of the hcp they saw in (B)(6). Documented reported event. No further action was taken by patient services.